Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5149999.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified issue on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.